Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pbh963, and no non-conformance's were identified. Device evaluation summary: one open sample of product code sxmp1b119, lot pbh963 was received for analysis. During the visual inspection of sample, the suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that breakage suture. The product code sxmp1b119 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Also, the foil was examined and showed multiples wrinkles and holes on bottom foil packet due to excessive manipulation. This condition contributed to degradation of the suture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment.

Event description:
It was reported that the patient underwent a mamopexy procedure on (B)(6) 2019 and barbed suture was used. The suture was found cut, when the package was opened, it was realized that it was not whole. There were no adverse patient consequences reported. Upon evaluation of the device,